Manufacturer narrative:
An engineer evaluated the returned product. The tip had been completely sheared off of the applicator of the gel mark applicator at the time the product was returned. The angle at which the tip was sheared off indicated that the applicator was placed in the mammotome biopsy device approximately 160 degrees from the aperture of the mammotome biopsy device. The pellets were ejected into the mammotome probe, which caused the tip to be pushed out of the mammotome aperture where it was reported as being partially sheared off. The alignment indexing key had not been engaged in the mammotome biopsy device. Users are instructed to remove the applicator with the biopsy device, as a unit, if resistance is felt on the withdrawl of the applicator. Users are also instructed to ensure that the alignment indexing key is locked and engaged in the biopsy device before deploying the pellets.

Event description:
A sales representative reported that there had been a tip shear at a medical center. The breast biopsy was performed, and at the end fo the biopsy, the tip of the gel mark applicator was seen on the breast near the incision site. The tip was stretched from the body of the applicator, but it was reported as being still attached to the applicator body. There were no patient adverse effects.